Event description:
The pt underwent a sling procedure during 2001. Following the surgery, the pt experienced urinary retention. Four months later, the pt was taken back to surgery and the tape was cut. Urinary stress incontinence symptoms returned shortly thereafter.